Event description:
A transpyloric 20 mm x 15 cm hanaro fully covered metal stent was deployed and sutured into place. Patient went to outside facility for abdominal pain and CT imaging revealed a fragment ofthe stent had broken off and migrated into the small bowel, likely causing small bowel obstruction.patient isscheduled for a double balloon enterostomy to retrieve the broken stent.

Manufacturer narrative:
This report is being submitted as an initial MDR by the manufacturer. The distributor also submitted a report (reference no.:2429304-2025-00292-00). Based on the description, this case involves the off-label use of an esophaseal stent as a transpyloric stent. Given this off-label use, we assume that the stent fracture occurred due to this inappropriate application of the product. Consequently, it is not possible to analyze the root cause base on the product's intended use. No further information is expected.